Manufacturer narrative:
A ge service representative performed an on site investigation. The name plate was corrected and the x-ray switch replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.

Event description:
It was reported that the 9900 system would not send images to pacs, and had a x-ray security error. Also the name plate was incorrect. No patient injury was reported.